Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed atrial lead noise. The lead was also reported to have been dislodged. Subsequently, the lead was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Event description:
New information received states that high capture thresholds were also noted prior to lead explant.

Manufacturer narrative:
External insulation abrasion that had breached the insulation due to friction of the lead to the can was found at 31.0 cm to 31.3 cm from the distal tip. This is consistent with the observation from the field of noise.